Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a priming anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she was unable to get the 2nd series of beeps nor the numbers when filling the tubing. The customer stated that she was stuck in the rewind loop. The customer was advised to hold down the act button until she receive the second series of beeps or when the numbers appear on the display. The customer was unable to get the second series of beeps. The customer was advised to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, and prime tests. No prime fill anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and loose shifted endcap sticker noted.